Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15219, reference MFR report: 1627487-2015-15220. A review of the patient's medical record was performed and noted the following issues: on (B)(6) 2009 the patient underwent surgical intervention, revising two leads to a lower position in the patients back, due to lead migration confirmed by fluoroscopy, after experiencing a fall in which the patient then began to have stimulation in his ribs and stomach instead of stimulation in his lower back and leg. On (B)(6) 2011 the patient presented to his physician reporting pain at the ipg site, tenderness and felt like his ipg was moving around a lot and he was being overstimulated by his ipg. The patient's ipg was later explanted and replaced on 01/12/2012 and the leads were explanted on 08/13/2014. The patient's leads are being added as device 2 and device 3 in this series. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on 05/28/2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.

Event description:
It was reported the pt had been without stimulation as the pt had not charged and used his ipg for least one and half year. The pt was also unable to initiate communication between the ipg and the charging system. A surgical intervention was undertaken to explant and replace the pt's ipg. The pt reported effective coverage post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.